Event description:
Althought it is not clear if the allegedly involved instrument is ours or not, to be on the safe side, we are reporting it as an MDR.we were served with a summons on january 28, 1994; about a year after a hysterectomy procedure, it was found that a piece, it was found that a piece of laparoscopy instruument was left inside the pt undetected.